Manufacturer narrative:
(B)(4).

Event description:
This report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation banding procedure performed on (B)(6) 2022. During the procedure, it was noticed that the handle was hard to rotate, and the bands were unable to deploy. A second speedband superview super 7 was used; however, the same problem happened. The handle was still hard to rotate which appeared caught on something and the bands were unable to deploy. It was reported that they removed, straightened, and re-attached the device but it did not resolve the problem. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices and there was no visible damage noted on the handle. There were no patient complications reported as a result of this event. It was reported that the physician did not correctly secure the trip wire as the physician did not take up the slack by pulling the proximal end of trip wire on the handle. However, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11 (correction): block d6a (implant date) has been removed and block h6 (device codes) has been updated.

Event description:
Note: this report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation banding procedure performed on (B)(6) 2022. During the procedure, it was noticed that the handle was hard to rotate, and the bands were unable to deploy. A second speedband superview super 7 was used; however, the same problem happened. The handle was still hard to rotate which appeared caught on something and the bands were unable to deploy. It was reported that they removed, straightened, and re-attached the device but it did not resolve the problem. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices and there was no visible damage noted on the handle. There were no patient complications reported as a result of this event. Note: it was reported that the physician did not correctly secure the trip wire as the physician did not take up the slack by pulling the proximal end of trip wire on the handle. However, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."